Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. The sleep/wake button was unresponsive when tested. For further investigation, the device was opened and the captouch foam was found to have shifted.

Event description:
It was reported that the ilet device¿s sleep/wake button functioned intermittently despite proper user handling, consistent with a hardware user interface responsiveness issue affecting the device¿s external button component. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or daily activities beyond device usability. Investigation included complaint intake review and replacement of the device. Investigation of this case revealed an unresponsive or inconsistent tactile switch behavior consistent with a device mechanical or electrical interface issue in the button assembly, with no evidence of user error. It was concluded, based on previously established findings for similar reports, that the cause was device component malfunction.